Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after advancing the sheath across the septum, there was a pause in the procedure to wait for the activated clotting time (act). It was then noticed that the patients blood pressure was slowly dropping. The ablation procedure was aborted and an echo-cardiogram was performed. A mild to moderate effusion was discovered resulting in a pericardial tap being performed. It was noted that the physician indicated the effusion could have been a compilation of items. The patient was on an oral blood thinner and was additionally given an intravenous (IV) blood thinner during the procedure; a small effusion may have occurred from the wire during the trans-septal crossing, thus the slow progression of decreasing blood pressure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data file analysis demonstrated no system notices on the date of the event. The physical product was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.